Event description:
It was reported that the system 9800 displayed an analog to digital channel error which could not be cleared through reinitialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the backplane circuit board and the battery charger circuit board were defective and were replaced. This corrected the analog to digital channel error. The system was tested and found to be working as intended and placed back into service.